Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a box of amia cassettes had an unspecified number (more than 50%) that were damaged. The damage was further described as the tubings were cracked or broken. This was noticed during set up of peritoneal dialysis therapy. The patient re-set up with new supplies from a back up box. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information stated that the damage was lines being kinked - no breach in the sterile pathway. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.